Event description:
During patient transfer using the maxi move device, the device exhibited twisting of the chassis frame while lifting the patient. A structural failure was identified in the lower part of the frame at the level of the leg axis, where the frame was found to be broken. No injury was reported.

Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. Process of gathering and analyzing information is ongoing to establish root cause. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
The complaint was initially assessed as reportable due to the description indicating potential instability of the maxi move device during patient transfer (the device exhibited twisting of the chassis frame while lifting the patient). No injury was reported. Additional information received allowed for clarification of the event. The lower part of the chassis, in the area where the leg is assembled to the device, shows a crack. This did not impact the device¿s stability, and the patient transfer was completed without any problems. The customer removed the lift from use immediately after noticing the structural defect, preventing further degradation. Consultation with the manufacturer representative confirmed that the identified crack in the lower part of the chassis frame is consistent with fatigue wear, likely accumulated over the lifetime of the device. The manufacturer also confirmed that the breakage of the lower base alone cannot result in detachment of the leg assembly. For full detachment to occur, several additional components would need to fail simultaneously (e.g., the pivot screw securing the bracket to the upper frame, and the assembly connecting the bracket to the actuator). Therefore, the single-point fatigue failure did not create a hazardous situation capable of causing serious injury. The claimed issue has never resulted in serious injury or death based on the performed review of previous complaints. Considering the technical assessment from the manufacturer, the confirmation from service personnel, and the absence of actual or potential serious harm, the event is classified as non-reportable. Sum up, the device failed to meet its specifications at the time of the event due to crack in the lower chassis frame. The device was in use for patient handling when the event occurred, and the transfer was completed without incident or patient harm. The reported failure did not contribute to any adverse event. The identified failure mode does not meet criteria for reportability in future occurrences when presenting in the same manner, provided no additional component failures or patient harm are involved.